Event description:
Customer reported the sensor was giving inaccurate readings. Sensor reading was 65 or 64 mg/dl and blood glucose was 189 mg/dl. Insulin pump started alerting sensor glucose was going low, went low to 40 mg/dl blood glucose was 177 mg/dl. The sensor triggered the insulin pump to go into threshold suspend. Sensor reading was 40 mg/dl and blood glucose was 110 mg/dl. Customer did not have trouble inserting the sensor. It was inserted in the abdomen, six inches right from the belly button. Customer has noticed previous sensors to have bent cannulas. Customer was advised issues were due to sensor not situated properly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-06760 and 3004209178-2015-95053.